Manufacturer narrative:
A partial lead with the connector pin measuring 15.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient passed away due to ventricular fibrillation and diffuse alveolar damage due to covid-19. There were no known allegations from a health professional that suggests the death was related to the device. Related manufacturer reference number: 2017865-2021-22090.